Event description:
The customer returned the rigid video laparoscope¿to the service center for evaluation related to a separate issue. During testing, the service team identified that the device displayed error b30, had no image and the outer tube had a dent. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the error b30 and no image occurred due to broken video cable and additionally the outer tube was found to have a dent due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.